Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the large suturecut needle driver instrument was received and failure analysis found the instrument to have a frayed grip cable at the grip hub, but the cable was not fully broken. Frayed cable strands stuck out at the instrument's wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, a part of the large suturecut needle driver instrument tip was damaged. A device fragment fell inside the patient while performing a suture task. The fragment was successfully retrieved from the patient's body, with all visible pieces being confirmed as retrieved. No additional surgical procedures were required for fragment removal, nor were any post-operative tests like x-rays or ultrasounds performed to check for remaining fragments. The procedure was completed robotically, and no backup instrument was needed. The patient has not returned to the hospital due to any post-surgical complications.